Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels while using the tandem pump; however, no specific bg values or event dates were provided. Reportedly, customer discontinued use of the pump for an unspecified period of time, but indicated that they began use of their pump for diabetes management again.